Manufacturer narrative:
This device is used for treatment, not diagnosis. The hydrocoil embolic system (hes) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The hes is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, the embolization was deployed successfully. Upon withdrawing the delivery pusher a portion of the distal end was reported to break in the rhv upon removal. The entire pusher was removed from the microcatheter without incident. No harm was reported as a result of this incident. The procedure was reported to have a good outcome.

Manufacturer narrative:
Based on the investigation findings the complaint cannot be confirmed as no broken components were identified. The root cause is likely due to the rhv being over tightened on the device, resulting in damage to the heater coil section. (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission.